Event description:
It was reported that the unit does not grasp properly since the pin pops off.

Event description:
It was reported that the unit does not grasp properly since the pin pops off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: received the insert with a slight bend throughout proximal end of the shaft. During the inspection, it was confirmed the grasper jaws came disconnected from the driving shaft. This unit is missing one of the hinges that connects the jaw to the driving shaft. The hinge was not received with the unit. Functional inspection: the jaws will not open or close. This is due to the jaw being disconnected from the drive shaft. The probable root cause could be user misuse and or user excessive force. In sum, the product was returned and the failure mode was confirmed.